Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The mother stated that she put an enlite sensor on her daughter and she put the serter down on it and the needle was detached and it was stuck in the serter. The customer stated that she was getting ready to put in the sensor and she pulled the serter off. The customer stated that the sensor remained on the pedestal and the needle hub was in the serter. The customer was advised to press and hold the serter button while shaking to release the needle hub. The customer was advised to return the serter with the needle hub along with the sensor and pedestal. The customer will be sent a replacement serter.

Manufacturer narrative:
Reliability analysis was unable to confirm the needle anomaly due to the customer only returning the sensor, not the needle. The complaint was against the inserter.